Event description:
It was reported via repair work order that the bed lost all motor functions due to malfunctioned main pcb board and it was also reported that scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.